Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed that the header was separated from the device case. Additionally, all of the medical adhesive was on the bottom of the header. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
Boston scientific received information that a red alert had been generated for this system due a shock impedance meaurement greater than 125 ohms. A revision procedure was performed and the header came loose from this device. Insulation damage was observed on the associated right ventricular (rv) lead which was repaired. The lead produced appropriate test results with the pacing system analyzer (psa) and the replacement device. No additional adverse patient effects were reported.